Event description:
A malfunction alarm identified as malf 12 was reported by the customer. The impact on the customer's blood glucose level was not disclosed. Technical support provided information to reset the pump, and after assistance, the customer successfully reset it. The malfunction code did not recur, and the customer was advised to continue using the pump and contact support if any further issues arise.